Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with power error alarm due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call, that the insulin pump getting several power error detected alarm since yesterday. The blood glucose was unknown at the time of incident. Customer called in this morning to troubleshoot power error she had got this morning again. The pump is operating on the aa battery only. Power error detected recurred within a week of troubleshoot previous occurrence. Customer advised that, the pump will need to be replaced and revert back up plan. The insulin pump will be returned for analysis.